Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified forearm vessel. A 4.0-4/4t/40 symmetry balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the second inflation at 12 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure.